Manufacturer narrative:
(B)(4). 510k status: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a pelvic abscess drainage an ultrathane mac-loc locking loop multipurpose drainage catheter was not attached properly, which caused air to pass through. This leak was found during scheduled postoperative care due to the device not having suction. An alternative drain was used to continue drainage as intended. There were no adverse consequences to the patient as a result of this reported issue.

Manufacturer narrative:
A review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control, was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.